Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 15 mmol/l. The customer states damage to their pump screen and the screen is now hard to read because of the damage. Customers blood glucose was high due to being on dialysis. Customer states the pump has been bumped. Troubleshooting was performed for damaged and noticed crack on the screen due to whilst sleeping in bed the pump was knocked on the side. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.